Event description:
It was reported that the atrial lead had high thresholds and the thresholds had been rising for several months. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID addr01 ipg, implanted: 2011-(B)(6). (B)(4).